Event description:
On (B)(6) 2020 the implants were removed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient had post-op infection. The patient received the implants on (B)(6) 2020. On (B)(6) 2021 the implants were removed. The removal procedure was completed successfully. Patient outcome is unknown. Concomitant devices reported: 2.4mm cortex screw slf-tpng with t8 stardrive recess-34mm (part number 201.784, lot unknown, quantity 1); 2.4mm cortex screw slf-tpng with t8 stardrive recess-32mm (part number 201.782, lot unknown, quantity 1); 2.7mm va-locking calcaneal plate large 70mm left (part number 02.211.405, lot unknown, quantity 1); 2.7mm metaphyseal scr slf-tpng w/t8 strdrv recess/38mm (part number 02.118.538, lot unknown, quantity 1); 2.7mm metaphyseal scr slf-tpng w/t8 strdrv recess/40mm (part number 02.118.540, lot unknown, quantity 1); 2.7mm metaphyseal scr slf-tpng w/t8 strdrv recess/32mm (part number 02.118.532, lot unknown, quantity 1); 2.7mm va lckng screw slf-tpng with t8 stardrive recess 34mm (part number 02.211.034, lot unknown, quantity 1); 2.7mm va lckng screw slf-tpng with t8 stardrive recess 30mm (part number 02.211.030, lot unknown, quantity 1); 2.7mm metaphyseal scr slf-tpng w/t8 strdrv recess/36mm (part number 02.118.536, lot unknown, quantity 1). This report involves one (1) 2.7mm metaphyseal scr slf-tpng w/t8 strdrv recess/34mm. This is report 5 of 10 for (B)(4). This product complaint is related to (B)(4).